Manufacturer narrative:
(B)(4). This is a report of use error where a patient attached a minicap before properly priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during setup of peritoneal dialysis therapy. The caregiver had removed the vented cap and replaced it with a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.